Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2001, this patient underwent endovascular repair of a 6.5cm thoracic aneurysm using a gore excluder thoracic endoprosthesis. The patient presented with an enlarged aneurysm of 9.5cm. No evidence of an endoleak was found; therefore, the cause of enlargement was thought to be endotension. A reintervention took place in 2007 using two gore tag thoracic endoprostheses to reline the previously placed graft.